Event description:
The customer stated that elevated/imprecise alinity I ca 19-9xr results were generated for a patient compared to results generated using the diasorin ca 19-9 method. The following data was provided. Sid (B)(6). Alinity I ca 19-9xr results: 20.58 u/ml and 277.99 u/ml (abnormal) diasorin ca 19-9 result: 9.22 u/ml (normal) per the architect ca19-9xr assay package insert, the intended use of this assay is to be used as an aid in the management of pancreatic cancer patients. The customer does not know if the patient is diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p32-30, that has a similar product distributed in the us, list number 08p32-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. The historical performance of reagent lot 49414fp00 was evaluated using worldwide data from customers. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 49414fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 49414fp00, was identified.

Event description:
The customer stated that elevated/imprecise alinity I ca 19-9xr results were generated for a patient compared to results generated using the diasorin ca 19-9 method. The following data was provided. Sid (B)(6) alinity I ca 19-9xr results: 20.58 u/ml and 277.99 u/ml (abnormal) diasorin ca 19-9 result: 9.22 u/ml (normal) per the architect ca19-9xr assay package insert, the intended use of this assay is to be used as an aid in the management of pancreatic cancer patients. The customer does not know if the patient is diagnosed with pancreatic cancer. No impact to patient management was reported.